Event description:
Subsequent to the previously filed medwatch reports, additional reported information indicates that the patient has a fever. Allergy test was performed in which a stent was taped to the patient's back along with other unspecified substances. The results of the stent were negative. An unspecified substance revealed a reaction to chromium. The patient was given instructions in regards to wearing leather shoes and clothing. No other treatment was provided. The patient was notified by her allergist that she is allergic to the stents. Reportedly, the allergist told the patient that there is no treatment for the hypersensitivity to the stents other than removing the stents. There are no plans pending to explant the stents. No additional information has been provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that x-rays did not reveal aortic aneurysm. The patient was diagnosed with arthritic changes. The patient has a medical history of arthritis in the back. The patient also experiences weakness. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of fever, as listed in the xience v/nano instructions for use, is a known adverse event associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience stent is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Reportedly, the promus stent was implanted in a patient with potential allergies to the promus stent and/or drug. The promus instructions for use (IFU) states: the promus stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic-polymers or fluoropolymers. It could not be determined whether the IFU deviation contributed to the reported patient effect. There was no reported product deficiency and the product was not returned. Hypersensitivity and nausea are known adverse events as listed in the IFU. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results - (B)(4) removed. Conclusions - (B)(4) removed. Device (B)(4) removed. Hypersensitivity and nausea are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a promus stent was implanted in the left anterior descending artery on (B)(6), 2010. On (B)(6), 2010, a xience stent was implanted in the proximal right coronary artery. The patient experience no symptoms for approximately 1 year; however, after that time, the patient began to feel extreme heat inside the upper back, hair loss, and nausea. The patient applies cold packs or cold cloths on the back to provide relief. The patient's cardiologist and primary physician have performed multiple unspecified tests; all test results were negative. No treatment has been provided and no treatment is planned. No medication has been prescribed. Plavix was discontinued on an unspecified date with no relief of symptoms. No additional information was provided.